Event description:
The physician was using an endeavor resolute drug eluting stent to treat a lesion in the proximal to mid lad. The lesion exhibited 90% stenosis. Device was inspected and prepped before use with no issues noted. No resistance with accessory equipment. The lesion was predilated however the device could not pass the lesion due to tortuosity. The physician removed the device and found the stent was damaged. The physician used a new device to complete the surgery. No patient complications reported. Evaluation summary: the device was returned for analysis. Patency of the wire lumen was checked when a 0.015¿¿ mandrel was passed through the wire lumen entry port to the tip, resistance was noted and the mandrel could not pass through to the tip. There was no damage noted on the shaft of the catheter. There was evidence of damaged located on the 13th and 14th distal segments of the stent please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of the device (90% stenosis, tortuosity). Deformation problem. Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition device (90% stenosis, tortuosity). (B)(4).